Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited oversensing of noisy signals in a pacemaker dependent patient. The patient reported feeling lightheaded and dizzy. Upon device interrogation it was noted that there was a diverted episode and the right ventricular and shock channels appeared to be flat. As the source of the noise could not be determined, the physician elected to re-use a previously capped non-guidant rate/sense lead and surgically abandon the rate/sense portion of this defibrillation lead. The shocking portion of this lead remains in service.